Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, pain, increased sensitivity, inflammation, mobility. Implant placement (B)(6) 2018 - loosening since one week.